Event description:
It was reported that during an oesophagectomy procedure, when the surgeon was using the device, on the fourth reload, he was unable to close it without using excessive force. A new same like product was opened with a new reload. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) - cartridge. The analysis results found that the ntlc75 instrument was received with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the unlocked position and was fully loaded with staples. In addition it was noted that the "doghouse" component of the cartridge was damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Further analysis it was noted that the staple selector was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and support plate loose. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.